Event description:
The patient reportedly experienced loss of lock. External equipment was exchanged, and programming adjustments were made; however, this did not resolve the issue. Surgery to explant the patient's device has been scheduled.